Manufacturer narrative:
(B)(4). Date sent: 7/2/2024. D4: batch # investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test reload was placed and removed with no issues noted during functional testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The event described could not be confirmed as the retention of reload on the device was as expected and the device performed without any difficulties. Device history review: a manufacturing record evaluation was performed for the finished device batch number 681c14, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: is there any need to change the procedure to remove the dropped cartridge from the patient?(e.g., adding a port hole, extending the incision, etc.) No, there is not. No problems have occurred in the collection. How is the patient's condition after the surgery? There are no problems at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pneumonectomy, partial resection (hybrid vats), reload was attached and was approached from a small open chest (using a thoracotomy machine). The cartridge fell out when it touched the lung parenchyma. Both the device and the cartridge were replaced, but the same problem occurred a second time. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.